Manufacturer narrative:
This device is still in service at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital for a non device related issue. An xray was performed at the time and it displayed that this electrode dislodged and was found near the device pocket. A revision procedure was performed to revise the location of the electrode using the three incision technique. No additional adverse patient effects were reported.